Manufacturer narrative:
E1: facility name "(B)(6)" one device was received for evaluation. Visual inspection found a damaged dso seal. A 41622 error was revealed in the event history log. Functional testing was able to duplicate the issue. It was determined that the motor was the root cause and was replaced. In addition to the motor, the dso seal, and ac connector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 41622 during bolus connection. There was unknown patient involvement.